Manufacturer narrative:
The device serial number was not provided by the customer. Will be provided at the time of the follow up MDR.

Event description:
It has been reported that device speakers are not functioning correctly and the device is failing its self tests.

Manufacturer narrative:
(B)(4).